Manufacturer narrative:
(B)(4). Foreign: (B)(6). The product has not been returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured during routine use.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned alignment guide showed signs of repeated use and was fractured in two pieces at the smaller extremity of the guide at the level of the oblong hole. The device history records were reviewed and no discrepancies relevant to the reported event were reported. The instrument use, care, and sterilization insert informs that end of life is determined by wear and damage due to use. The insert also warns against using phenol-based detergents to clean polyetherimide components as crazing or cracking may occur. The insert recommends inspecting all instruments carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, it should not be used. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.